Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) battery in bay 2 was not charging. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse swapped the batteries from bay 1 to bay 2 which did not resolve the issue. The fse replaced the power management board. The fse also found that the fiber-optic sensor extension was physically broken when performing the fiber-optic test. When connecting a simulator, the fse found that the pins on the pressure port on the front end board were bent preventing the simulator from being connected. The fse replaced the fiber-optic sensor extension cable assembly. The power slot board interface assembly was used for troubleshooting purposes only. The fse performed a preventive maintenance (pm) with full calibration. The unit passed all functionality and safety testing. The iabp was returned to the customer.

Event description:
Na.